Manufacturer narrative:
Results: the lantern was kinked approximately 29.0 cm from the hub. The device was fractured approximately 30.0 cm from the hub. The device was ovalized approximately 134.5 cm from the hub. Conclusions: evaluation of the returned lantern revealed a fracture and a kink near the fractured location. If the lantern is forcefully manipulated at extreme angles during use, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the reported leak during the procedure. Further evaluation of the device revealed distal ovalization. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, a lantern delivery microcatheter (lantern), an angiographic catheter and a non-penumbra guiding sheath. During the procedure, the physician placed two ruby coils into the target vessel using the lantern. Afterwards, the physician noticed blood was leaking approximately twenty centimeters from the hub of the lantern. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter. There was no report of an adverse effect to the patient.